Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and reloaded. The system configuration files were reloaded. The system was tested and fond to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.